Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support advised to check for water in the pressure transducer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the delta p is 190 or greater during performance check on the 3100b ventilator unit. The customer confirmed that there was no patient involvement associated with the reported event.